Event description:
It was reported to technical services on 12/29/2010 that this ra lead has no capture and impedances less than 200 ohms. Trend shows that on (B)(6) the impedance started coming down from around 500 ohms. Dr. (B)(6) to not cap the lead but just use a dual chamber devie and program around the lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).